Manufacturer narrative:
The agent reported revision surgery due to periprosthetic fracture. Complaint has been evaluated and is similar to report number 1644408-2022-01427; 533-10-048, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to periprosthetic fracture.